Event description:
Patient has a boston scientific automatic implantable cardioverter-defibrillator. Reported on (B)(6) 2024 aicd firing and was hospitalized. No rep from company available to come and interrogate device until (B)(6) 2025 and no available equipment in hospital provided by company to interrogate ourselves in spite of multiple contacts with several people including management. Prolonged hospital stay for patient with inability to make treatment decisions which could result in harm to patient and unnecessary hospital stay. Company notified multiple times and still refused to provide the care they are legally responsible to provide in a device that was installed from their company.